Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube buckled when met with the severe resistance (see der13262). A second 14f manta was opened, and again the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The physician was unable to click the manta handle closure to the manta sheath hub once the bypass tube was able to penetrate the hemostatic valve. A third 14f manta was opened and locked safely in position, deployed without complication, and hemostasis was achieved. No information was submitted regarding if manta sheaths were replaced each time a new device was inserted. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00003 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: was notified on site by physician that he had two 14f manta devices and that he had difficulty pushing through the valve with bypass tube and they wouldn't click together once he got through the valve. A third device was opened and seemed to work normally. Associated to: MDR 3010252479-2022-00003 manta.